Manufacturer narrative:
(B)(4). The customer reported intermittent 12-lead ECG v3 signal loss. There was no report of patient impact. The unit was evaluated by the philips field service engineer. The fse confirmed the symptom and replaced the ECG connector and leads ECG trunk cable to resolve the issue. We cannot determine the cause since multiple parts were replaced.

Event description:
The customer reported intermittent 12-lead ECG v3 signal loss.